Event description:
It was reported that intermittent loss of capture and possible oversensing was observed on a ventricular pacing lead. It was also reported that the lead impedance increased. The system remains in use. No patient complications were reported due to this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.